Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight :unknown / not provided. PMA/510k: k101880.

Event description:
It was reported defective implant. Unable to screw healing cap/abutment into implant. Tried several abutments. Tooth location not reported.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
It was reported that clinician called and confirmed used the abutment in a bundle with the implant and one hc455 abutment and didn't work. Customer confirmed the problem is with the implant threads. Customer didn't finish the procedure with another implant. Tooth# 18

Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings and debris identified inside implant and damage to the internal threads. Also, an associated product hc455 has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1251593). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251593) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.